Event description:
Event description: per cnf, it was reported that: around the rspv, the wire was once retracted into the catheter, and when an attempt was made to anchor it again, it got stuck, the wire protruded slightly from the tip and it could no longer be advanced. While pulling back the catheter and sheath, the catheter was safely retracted into the sheath, and it was removed from the body, part of the fiber like structure was found caught at the tip of the wire lumen; therefore, the catheter and wire were replaced, and the event was resolved. At present, there is no information indicating any complications. Note: for any patient information field(s) left blank in the cnf: 'asked but not available as per account.' In addition, the email addresses of both the physician and the initial reporter were not available. Physician comments: patient outcome: no adverse event infected: no generator/controller: ablation catheter used: other used: device/procedure outcome: procedure completed, unable to use device. Attempted, different device used (same model). Patient outcome: f26: no health consequences or impact. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.